Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, crosstalk inhibition causing no ventricular output was observed via holter monitor on pacemaker dependent patient. The anomaly could not be reproduced in the clinic. Monitor ing will continue.